Manufacturer narrative:
The reagent lot number is 76807800 and the expiration date is 31-may-2025. The calibration and qc were acceptable. A general reagent issue was excluded. The field service representative replaced the pinch valve tubing and performed checks that were acceptable. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys hcg stat results for 1 patient on a cobas e 411 analyzer (rack system). The initial result was 41 miu/ml. The result was reported outside the laboratory. The doctor questioned the result because the patient is pregnant so the sample was repeated. The repeated result was 102453 miu/ml. The repeated result was believed to be correct. Another sample was tested to confirm the result and the result was 89013 miu/ml.